Event description:
It was reported that during a laparoscopic appendectomy, the device was inserted using a medial insertion, and due to excessive force the left aortic-iliac junction was punctured. The procedure was converted to open. A vascular specialist was called in to repair the puncture with a bovine patch angioplasty. The pt suffered no additional consequences and is expected to make a full recovery. There is no indication that the device malfunctioned.